Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd¿ needle 30x1/2 rb has been found blocked before use. The following has been provided by the initial reporter: on (B)(6) 2019, received feedback from customer and on (B)(6) 2019, it was found that a needle was blocked when one syringe was used. The batch number of the syringe was 8324761.